Event description:
A healthcare worker experienced a burn with whitening on the skin of their forearm. The cycle had cancelled and the worker wore latex gloves to handle the load but stacked the pounches against their arm.